Manufacturer narrative:
The commander delivery system was returned partially inserted through the 14f esheath. The crimped valve appeared to be exiting the sheath liner with tissue surrounding the sheath shaft in that region. During visual inspection hdpe damage and a portion appeared to be dislodged at the location where the valve was stuck. The first liner tear started 1.5 inches from the distal strain relief, 2.75 inches in length. The distal 2.75 inches of the sheath was unexpanded with the tip unopened. After the valve was removed, the shaft was compressed in the region where the valve was stuck. Severe hdpe damage along the seam 9cm distal to the strain relief was noted. A cut on the sheath shaft through the hdpe and liner material was located opposite the shaft damage. A second liner tear located about 16cm from the sheath distal tip, attached on both ends, was noted. One liner strand was present distal to the first liner tear, connected to the liner tear that is attached on both ends. Another liner strand started 7.5cm distal to the strain relief, 0.4cm in length. After decontamination, the delivery system was inserted through the sheath and the remaining portion of the sheath along with the sheath distal tip opened as designed. Liner thickness were measured along the liner tears as an out of specification result could be indicative or a manufacturing non-conformance. All measurements met specifications. A DHR review was performed and did not reveal any manufacturing noncoformance issues that would have contributed to the complaint event. A lot history review was performed and revealed other complaints related to the complaint codes associated with this case. One complaint was found related to a sheath with a liner tear, resistance between components, and sheath damage. No manufacturing nonconformances that would have contributed to the reported event were identified. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The ifus and training manuals were reviewed. During delivery system insertion through sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. The thv should not be advanced through the sheath if the sheath tip is not above the renal arteries. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, a product risk assessment (pra) has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risks outlined in the pra remain the same. The pra documents the potential for 'difficulty introducing delivery system through sheath, resulting in procedural delay', which did occur during this event. Trending analysis indicates complaint rates are within the applicable trending control limits. The pra remains applicable and no further action is required. As there was no confirmed edwards defect, no corrective/preventative actions (CAPA) are required. However, after review of the similar reported issues a CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). The CAPA is currently in the control phase. The events were confirmed from the product evaluation. Dimensional and functional testing showed no indication a manufacturing non-conformance contributed to the complaint events. Reviews of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. The complaint description states, 'when inserting the delivery system, operator pushed too hard and it protruded through the sheath in a curve and an iliac perforation occurred'. Although no CT images were provided, follow-up information states, 'resistance was expected due to calcifications / tortuosity'. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification'. Factors such as calcification and tortuosity can create a challenging pathway for delivery system insertion through the sheath. Calcification can prevent the sheath from fully expanding, while tortuosity can create suboptimal angles for delivery system insertion/advancement through the sheath, leading to high push force and resistance. These patient conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification, tortuosity) likely contributed to the reported event. If high push forces were used to overcome any curves/calcification present in the access vasculature, it is likely that these patient factors contributed to non-coaxiality between the delivery system and sheath resulting in the valve to negatively interact with the sheath liner/shaft as evidenced by the returned device condition. All the damage (liner tears, strands, and sheath damage) could be attributed to interaction with the thv and native calcification. As such, available information suggests that patient factors (calcification) and procedural factors (valve caught on liner, valve caught on sheath, excessive manipulation, non-coaxial interaction) contributed to the sheath defects.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a tf tavr case, while inserting the delivery system with valve through the sheath the physician pushed too hard and the valve protruded through the sheath in a curve, resulting in an iliac perforation occurred. All the devices were removed from the patient as one unit. The patient needed surgery and the case was aborted. The patient remained stable.

Event description:
As reported by the edwards european affiliate, during a tf tavr case, while inserting the delivery system with valve through the sheath the physician pushed too hard and the valve protruded through the sheath in a curve, resulting in an iliac perforation. All the devices were removed from the patient as one unit. The patient needed surgery and the case was aborted. The patient remained stable. The devices were received for evaluation. The sheath presented with the following damage: big liner tear started 1.5' distal to strain relief, 2.75' in length. Smaller liner tear observed attached at both ends. First liner strand next to the liner tear, 16 cm proximal to distal tip, 3.4 cm in length. Second liner strand, 7.5 cm distal to strain relief, 0.4cm in length. Hdpe material was damaged, slightly stranded with some stretching notice. Additionally, the valve frame was observed to be severely damaged and crushed. Outflow and inflow struts bent and distorted.

Manufacturer narrative:
Corrected health effect - impact code, and h.6 health effect - clinical code. Added h.6 component code. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02746. Investigation is ongoing.